Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. It was reported that silicone deposits were observed inside the syringes. To support our investigation, several photos along with two physical samples were provided to our quality team for evaluation. Upon visual inspection of both the photos and returned product, evidence of silicone was observed within the syringes; however, it does not appear to be excessive. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2401034 confirmed that all values were within established limits. The returned samples underwent the same testing and confirmed the silicone levels were within required specification. A comprehensive device history record (DHR) review for reported lot 2401034 was completed. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. In addition, six retained samples from each lot were evaluated. No visible silicone deposits were found, and silicone content testing confirmed that the samples met all required specifications. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Based on the photo evaluation, returned sample retained sample analysis, and device history review, bd did not observe any manufacturing issue with the product or lot reported.

Event description:
As per the investigation findings, silicone content testing was performed, the values were found to be within specification and deemed compliant.

Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: it was reported that pharmacists at sites participating in multiple clinical trials informed us about an issue with syringes (50ml, batch: 2401034, exp: 31/12/2028 provided for our studies. The pharmacist identified a deposit looking like lubricant or silicone residue located on the black part of the plunger, inside the syringe body. This deposit is in direct contact with the investigational product and the syringes have been used to administer investigational product to patients. All the remaining syringes have been placed in quarantine both at sites and our depot facilities. The pic below has been painted in yellow to better reflect the distribution of the substance. We need to know: any potential impact on the patient¿s health. The impact of the temperature on the physical state of the lubricant. The following steps to open a quality event for a further investigation. During use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.